Event description:
Pt had a "boston scientific" coronary stent put into the right coronary artery. Pt is allergic to surgical stainless steel and have been for over 20 years. Pt's cardiologist knew this but had the stent installed due, pt stated, to a "life threatening situation". After making on-line contact with boston scientific, the stent MFR, spouse called them on the phone. Spouse was advised, yes, approx 2% of the population are allergic to the stent and/or the polymer medicated coating and that is listed directly on the stent info sheet. Spouse put them in contact with pt's immunologist/allergist and at first they were cooperative but in the last week are now not returning their phone calls. The immunologist requested a sample of the medication and a sample of the stent for testing. Since the implant, pt has been taken back to the ER twice with: chest pain, wildly fluctuating blood pressure, diarrhea, nausea, dizziness, hives in their hands and on their feet. The immunologist has told pt these are all "allergic reactions". Antihistamines are helping keep down the nausea, diarrhea and hives. Their blood pressure fluctuates from 75/45 to 140/100 and this was obvious in the ER. A vascular surgeon has told pt, this procedure should never have been done". When dr got to that blockage they should have taken pt upstairs for a bypass. He also related that less than 10% of pts survive the operation it would take to undo what has been done. He also stated all pt can hope for otherwise is that there is some form of medication out there that can fool their body into thinking that stent is gone, ie: steroids or cortisone. Pt has a cardio/thorasic consultation and workup scheduled for 2005. Pt is scared and feels they have been dealt what may be a fatal blow. If boston scientific would have cooperated with their immunologist pt might be on their way toward relief.